Event description:
It was reported that during a laparoscopic sigma procedure, the instrument opened in slow motion, surgeon had to help out (handle). With the second reload the staples (proximal) looked out 1 mm. With the third reload it was the same. No further information is available. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported to boston scientific corporation that a zero tip nitinol retrieval basket was being used in a flexible ureteroscopy procedure. According to the complainant, the basket would not open or close properly. The doctor tried to solve the issue with force and broke the handle. The patient's condition is unknown.

Manufacturer narrative:
(B)(4). The analysis results found that the (B)(4) device was received in good visual condition and with four (B)(4) reloads present. The reloads b and c were received fully fired. Reloads d and e were received unfired. The device was tested for functionality with the returned reload and it fired, cut and formed the staples as intended. The device opened and closed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.